Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the flushing syringe would not attach to the trek rx 2.5 x 12 mm balloon dilatation catheter. This happened twice. A new balloon dilatation catheter was used to successfully complete the procedure. There was no patient involvement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed the balloon leaked coming from a tear in the inner member.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device which identified a tear in the inner member which leaked. The reported loose or intermittent connection was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacturing, or labeling of the device.